Event description:
An unusual case of blood pressure drop and erythema occurred in patient suffering from anorexia and atopic dermatitis. A dermatologist reports a patient began wearing the lenses in the morning and the afternoon on the way to the hospital for a planned visit, she felt sick. When she reached the hospital, she presented an anaphylactic shock with broad erythema and markedly decreased systolic blood pressure. The patient stopped lens wear. The patient was treated, recovered and discharged. During hospitalization, scratch tests with various foods were negative. The patient has a medical history of anorexia, urticaria, and atopic dermatitis. She is on many medications for these conditions and additional medications were being added. The patient was hospitalized for her anorexia. During the stay the patient used estraderm m patch. The following day she wore the contact lenses. She presented systemic rash, decreased blood pressure and became shock state. She recovered with IV drip infusion. Scratch tests were performed with the contact lens product and showed positive. The patient was released from the hospital.